Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device's sensor board was observed. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced a sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failure was found to be due to the flow sensor mt5 on the sensor board being out of tolerance.